Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy leaving ovaries') in a 33-year-old female patient who had essure inserted for female sterilization and heavy periods. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "it contained nickel which I have always been highly allergic too" and medical device monitoring error "she did essure than a month later did the ablation". The patient's concurrent conditions included nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction ("so many essure related issues"), vitamin d deficiency ("vitamin d deficiency"), endometriosis ("my uterine lining frew back and then outside my uterus which became endometriosis"), bone pain ("my bones and my skin hurt every where") and pain of skin ("my bones and my skin hurt every where"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, adverse reaction, vitamin d deficiency, endometriosis, bone pain and pain of skin outcome was unknown. The reporter considered adverse reaction, bone pain, endometriosis, medical device removal, pain of skin and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: ankle and knee MRI's (twice). Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new information: patient's age, new events, patient's medical history based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy leaving ovaries') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction ("so many essure related issues") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, adverse reaction and vitamin d deficiency outcome was unknown. The reporter considered adverse reaction, medical device removal and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: ankle and knee MRI's (twice). Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: vitamine d deficiency. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy leaving ovaries') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction ("so many essure related issues"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter considered adverse reaction and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging on an unknown date: ankle and knee MRI's (twice). Result not provided. Concerning the injuries reported in this case, the following ones were reported via social media: "medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. The case was upgraded from other event to incident. Event added:hysterectomy leaving ovaries" . Reporter and essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.